Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2020 that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2020. On 11/17/2020, additional information was provided. The patient developed a bump, with pus, tenderness at the insertion site in (B)(6) 2020. The area would not heal, the patient was evaluated by his physician who prescribed oral antibiotics (doxycycline). The infection healed; however, a bump and an area of brown discoloration remained. The patient has scheduled an appointment with a dermatologist for (B)(6) 2020. This is being reported based on the allegation of a remaining brown discoloration of the skin. No additional patient or event information is available.